Manufacturer narrative:
The device sample was not returned for eval at the time of this report. The DHR (device history record) review was conducted for lot # 02l1101154 and no issues or discrepancies were found which could potentially relate to this complaint. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
The event is reported as: the tubing that comes from the bottom of the concha column is separating from the column is separating from the column. Each time the user became aware due to alarming temp due to the water bottle emptying on the floor. One of the times the user smelled plastic burning. No pt injury reported.